Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic after receiving inappropriate shocks for svt. Review of the egm revealed multiple episodes of inappropriate therapy. Few episodes were delivered due to atrial failing into the post ventricular atrial blanking period. Programming changes were made. The patient is doing fine.